Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the cause of the settings changing and recharging difficulty was they needed to reprogram the patient. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was since wednesday the pt had issues of not recharging properly; pt noted they typically charge their implant in the morning and the implant battery is usually at 30% to 40% charge. Since wednesday when the pt woke up at the same time they normally do the controller battery would be shut off due to the implant battery depleting or the implant battery would display a triangle; pt noted when they woke up wednesday they were in serious pain and when they went to charge the ins there was no battery and the battery was turned off due to the implant battery life. Pt mentioned the intensity of the stimulation would change from what its set at, typically if pt stretched they could feel the sensation in areas but the pt does not fell anything. The therapy intensity could go from 4.4 to 3.1. On friday the pt had reset the controller but that did not resolve the issue because on saturday the pt woke up with a triangle for the battery level of the implant. Pt's manufacturing representative (rep) told the pt to call patient services regarding the recharging cord since we were good at replacing equipment. During call pt verified they had not received any error codes. Pt verified they had not increased the stimulation intensity other than today when they increased the intensity to 4.6 to 4.7 because the intensity went to 3.8. During the call pts intensity was down to 4.2 and when pt attempted to increase intensity nothing moved; pt verified they got no error message. The issue was not resolved. The caller was redirected to their rep. Pt did not recall their healthcare provider (hcp) since they had so many doctors.